Manufacturer narrative:
The device has not been returned to neuwave for investigation. A review of the device lot history records indicated the probes met all specifications and passed all manufacturing tests. System logs were reviewed and the data indicates that the system and probes performed normally. No additional investigation is planned unless the device is returned to neuwave.

Event description:
The surgeon was using 1 certus pr 15 cm probe to complete a target ablation of a liver lesion during an open surgical case. 65 w was delivered for 4 minutes. No system errors were detected. When the probe was removed, the tech noticed that the probe tip was not intact. A CT scan confirmed that the probe tip was in the ablation zone in the patient's liver. The surgeon decided not to retrieve the probe tip.